Event description:
An angioguard was deployed in the left carotid artery and the lesion was predilated. The lesion was heavily calcified with 80% stenosis and the vessel was moderately tortuous. A precise stent was successfully deployed. After post-dilation the patient developed slow flow and a thrombuster ii aspiration catheter was advanced, and the blood around the target lesion was suctioned four times. However, the flow was found stopped and the filter basket seemed to be clogged. Therefore, an immediate attempt was made to remove the thrombuster ii, however, it was stuck and could not be removed. An 8f brite tip guiding catheter was advanced and somehow managed to retrieve the filter basket inside of the catheter. The devices were removed together as one unit from the patient. After the procedure was completed, the physician found that the patient was developing a stroke with symptoms of paralysis on his body. The patient is now under treatment.

Manufacturer narrative:
This is one of two products involved with this adverse event in which the associated manufacturer report number is 1016427-2010-00007. After having a stent placed in a heavily calcified and moderately tortuous left internal carotid artery with an 80% stenosis the patient developed paralysis and was diagnosed with a stroke and is currently receiving treatment. An angioguard was deployed in the left carotid artery, the lesion was pre-dilated and then a precise stent was successfully deployed. After post-dilation, the patient developed slow flow and an aspiration catheter was advanced, and the blood around the target lesion was suctioned four times. However, blood flow was noted to be stopped and the filter basket seemed clogged. Therefore, an immediate attempt was made to remove the aspiration catheter; however, it was stuck and could not be removed. An 8fr guiding catheter was advanced and the filter basket was retrieved. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow of the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the events are related to the design or manufacturing process of the device.